Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the pump switched off by itself without any alarm or error message. Patient stated her blood glucose level was 25 mmol/l; wanted to give a bolus and noticed the pump switched off without any alarm; type of missing alarm is unknown. Patient reported getting her blood glucose level under control by herself. No adverse event reported. Requested return of the alleged pump for evaluation.